Manufacturer narrative:
(B)(4). A product labeling review identified that the device was used per the directions for use (dfu) / product label. Additionally, failure of the device/procedure to improve symptoms and/or function is noted within the dfu as a potential complication associated with the use of the device.

Event description:
It was reported that the patient's spacer was explanted due to a lack of pain relief in the lower back and legs. The patient also complained that the device was causing a new pain in the upper arm but the physician determined that the device was not causing this new pain. The patient is doing well following the explant procedure.